Manufacturer narrative:
On january 14th 2022 we received a clarification of the description of the event. On the (B)(6) the items for analysis. Visual inspection performed by r&d project manager: during the analysis it is evaluated that almost two third of the stem body is converted with ha coating. This is unexpected considering that the stem was implanted for 1 year. It seems that the stem was not correctly osseointegrated with the patient bone. This can cause the reported stem loosening. Looking at the neck area a lot of deep signs and scratches are present, probably due to revision surgery. It is not possible to determine the root cause of reported stem loosening and stem removal.

Event description:
Revision surgery for stem loosening performed 1 year after primary. The surgeon removed successfully the stem, the head, and the sleeve.

Event description:
Revision surgery for stem loosening performed 1 year after primary. The surgeon removed successfully the stem, the head and the mectaplug.

Manufacturer narrative:
Batch review performed on 29 november 2021: lot 2005822: (B)(4) items manufactured and released on 05-oct-2020. Expiration date: 2025-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation: femoral component revision performed 1 year after primary total hip arthroplasty in a (B)(6) year old man. No information concerning patient general health status and the presence of comorbidities is available. In the radiographic image provided, signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.